Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving intrathecal therapy. The device was removed due to infection "about a year after the implant date."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.